Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy skin mainly at night when sleeping. There was no alleged device malfunction contributing to the irritation. Patient reported that a nephrologist advised to try benadryl. Patient stated a doctor prescribed a sleeping medication (dramazone) and that helped the patient heal.